Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test, displaying a service code 203. The cause for the failure was isolated to a damaged u901 processor on the monitor c/a board. U901 had broken solder connections on pins 8-14. The root cause for the damaged u901 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor failed incoming functionality testing.